Event description:
It was reported that during a da vinci si hysterectomy procedure, while using the harmonic ace curved shears instrument, the a piece from the harmonic ace curved shears insert accessory broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the curved blade is broken at its midpoint and the curved blade cross section at the broken point has an uneven surface. The broken piece was also returned, and it matched the broken surface that remains on the insert. No additional pieces were missing. On (B)(4) 2012, isi contacted (B)(4) and she indicated that the planned surgical procedure was completed and the patient did not experience any complications.